Manufacturer narrative:
This is default text configured for block h10.

Event description:
It does not work. It does not dispense the medicine but increments the counter [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 02-jun-2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose, route and strength were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. Patient purchased an albuterol sulfate inhaler yesterday evening. Patient used the inhaler last night successfully. Patient tried using it this morning and it does not work. It does not dispense the medicine but increments the counter. Patient did shake it well before patient used it. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).